Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a bent haptic that was unable to be implanted during an intraocular lens (iol) implant procedure. The patient also had a vitreous collapse due to surgery related complications and was left aphakic.